Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an mpu was received at the manufacturer and upon visual inspection, found rubber encasing of the patient cable coming lose, the battery door was missing, a damaged red battery strap, and 1 rubber foot missing. No additional information was provided.

Manufacturer narrative:
Section d4 (expiration date): data listed in previous report was incorrect. There is no expiration date for this device. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit was confirmed via visual analysis. The mobile power unit (serial number: (B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested. Upon initial observation, the mpu¿s patient cable rubber housing was not well adhered to the black and white connecter, the red battery strap was unraveling, the battery door was missing, and a rubber foot of the bottom housing was missing. The mpu was able to be powered on and off as intended. The software was upgraded from v01.01.00 to v01.02.01. The damage to the unit did not affect it's ability to provide power and the system functioned as intended. A foot was added, and the patient cable and red battery strap were replaced on the mpu. Preventative maintenance was performed, and the device was returned to the rental pool. The replaced patient cable was forwarded to the product performance engineering (ppe) lab for further analysis. The replaced patient cable was inserted into a test mpu and mock loop. The cable was able to support system for an extended period of time without issue. Additional information received on 27jan2021 stated that the mpu came in without a complaint. Issues with the device were found during investigation. A root cause for the damage to the mobile power unit was unable to be conclusively determined through this investigation. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and the mobile power unit passed all manufacturing and quality assurance specifications. The device was shipped on 14dec2016. No further information was provided. The manufacturer is closing the file on this event.